Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The blower did not turn off after successful completing the service software test named ¿pneumatics 1 > exp. Valve > neonatal¿. Moved to a different test screen and back to the test. The issue could not be replicated. After a while the technical event te 231001 (pressurecontrollerpressurelow) got displayed. There is no patient involvement and the issue could not be replicated. However, if it would recur during ventilation, a deterioration of patient health could not be excluded based on the provided current information.

Manufacturer narrative:
Investigation outcome: it was reported that after successful completion of pneumatics 1 > exp. Valve > neonatal test, the blower did not turn off. A blower continuing to run after a successful test does not pose any risk. The issue could not be replicated. No malfunction with the device could be reproduced. There was no risk associated with this event. There was no patient involvement as it occurred during tests. This case is considered as closed.